Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power on) has been confirmed. Upon investigation the monitor didn't power on. The battery well was damaged, and the battery was unable to be fully inserted into the monitor. The root cause for the damaged battery well was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to power on.